Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging that one touch ultramini meter was reading inaccurately high. The medical affairs specialist mailed a letter two weeks later, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The patient reported a comparison between her meter and her other meter. The meter results were 153 mg/dl on her back-up meter and 489 mg/dl on the reported meter. The two results were taken over 30 minutes apart. Sometime after the issue (inaccurate high readings) began, the patient reported feeling shaky and weak. The patient denied receiving medical attention or taking action following use of the meter. The meter was replaced. It would have been helpful to know, the patient's medication regimen, the use of the meter in managing her diabetes regimen, the time the results were obtained, and the time the symptoms began. This complaint is reported, although the comparison was performed outside of the time specifications, the patient reported symptoms that are suggestive of hypoglycemia and claimed they occurred after the reported issue began.